Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. If the device is identified and received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device had a motor problem while delivering a chemotherapy drug. On (B)(6) 2014 at an unspecified time, the device was programmed to delivery etoposide and doxorubicin. No specific event details were provided. After an unspecified length of time, it was reported that the device began to emit a loud high pitched alarm sound. No specific event details were provided. The device was removed from clinical service. There were no reported adverse patient events and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.